Event description:
The facility reports as the resident was transferred from the wheelchair, both leg straps on the lift sling gave way at the buckle connection. The resident settled directly back into the wheelchair. No injuries were noted.